Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a prior hyperglycemia event that led to a visit to the hospital. The patient stated they had severe diabetic ketoacidosis in (B)(6), with symptoms beginning the night of (B)(6) after dinner. When waking in the middle of the night, the patient¿s blood glucose (bg) level rose to 25 mmol/l (450 mg/dl). A correction was administered and the patient went back to sleep. The morning of (B)(6) the bg was still high and additional corrections were administered. The patient went to work and returned home at approximately 11 am feeling unwell, tired, fogginess, brain fog, vomiting, sweating, and intense pain which felt like stabbing pains to the heart. The patient went to the hospital to seek medical attention at approximately noon that same day. The doctor attending to the patient reportedly stated that the patient was very close to having a heart attack. The pod was removed and intravenous therapy was administered with saline, insulin, and potassium. A new pod was activated. The doctor noted the cannula was observed to be bent. The patient was diagnosed with diabetic ketoacidosis and was released (B)(6) after approximately 9 hours. The pod had been placed on the lower back and had been in use for approximately 12 hours.